Event description:
On (B)(6) 2013, a representative from lifescan contacted animas customer support to report that the patient was having an issue with her pump. The animas representative noted that the patient was no longer on the line when the call was transferred. It is not known what issue the patient was having with the subject pump. Animas customer support attempted to reach the patient multiple times to obtain additional information and review/troubleshoot animas device; however, were unsuccessful in their attempts. There was no reported patient impact associated with this complaint. This complaint is being reported because an alleged product issue remained unresolved.